Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump the patient's blood glucose level was 250 mg/dl at the time of the call. The customer stated that insulin squirted out while trying to prime the insulin pump. The customer stated that they are unable to exit the "preparing to prime" loop. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The product was not returned for analysis.